Event description:
A customer was hospitalized for high bgs. Troubleshooting was performed. Pump passed all testing. However, the bolus history for the day of call did not show up in the pump downloads. Even though the basals, primes and other histories were downloaded. The boluses were in the bolus history in the pump. Moreover, the dns stated that the customer did not follow the two high bg rule a few days prior to the hospitalization and which may have led to the hospitalization.